Event description:
It was reported when using a closed system drug transfer device the medication was found to be flowing from the primary line instead of the secondary line. The flush bags were draining before the chemotherapy causing alerts for air in the line and slowing infusion rates. There was patient involvement, but no harm reported.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.